Event description:
It was reported that with l at -91 degrees pivot at 0 degrees they started moving the c-arm rao. The c-arc drove to the hard stop (about 40 degrees total movement). There was no injury.